Event description:
The customer reported that the system exhibited an alarm. Further information was received which indicated that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The incoming ac power transformer was evaluated and adjusted to meet the correct ac voltage. The system was tested and found to be working as intended and returned to service.